Manufacturer narrative:
Findings: reliability analysis evaluated 1 opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test per (B)(4) as follows: reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a 5xx pump. Performed pump manual prime. Saw fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a cannula bent. Customer's blood glucose was 369 mg/dl. The customer stated that the cannula is slightly bent when he remove the infusion set from the body. The customer was advised that bent or crimped cannula may interfered with the amount of insulin delivered and may contributed to high blood glucose. The customer was advised to change entire set, reservoir and insulin and treat.